Event description:
The device was used during an unk procedure. The device was never used. It did not work just after being unpacked". There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4,b3,6,7,d10,e1,2,3-info not provided by affiliate. H4,8,d5,6-info not available. Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned with the release button broken, but was otherwise in good physical condition. No conclusion could be reached as to how this damage occurred. The instrument was cycled, fired, cut, and formed the staples within design specification, but had to be manually opened. The instrument was disassembled to examine the internal components and no deformations could be ID. Each instrument is evaluated during the assembly process to ensure it functions properly.